Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks for detection of atrial fibrillation (af) with rapid ventricular response (rvr) by their implantable cardioverter defibrillator (ICD). The device remains in use. No further patient complications have been reported as a result of this event.